Event description:
During use of the device for a non clinical activity, the user reported the cable of the calibrator was damaged. No other details regarding the nature of the event were provided. Since the event occurred during a non clinical activity, there was no pt involvement during this event.